Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Did the needle break at the tip or at the body? Is the broken needle available for analysis? Any photos available for visual analysis? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the needle broke when sewing in surgery. The broken needle was taken out immediately. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/23/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, but unavailable: * did the needle break at the tip or at the body? * is the broken needle available for analysis? * any photos available for visual analysis? * please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail --------- all answers above are unobtainable. Once there is any update, we will update the information. The following information was received: after investigation, the patient, a 54-year-old male, underwent laparoscopic hernia repair on may 3, 2022 due to "inguinal hernia" (the specific surgical method and surgical side were unknown). The operator used the vcp771z for tissue suture in the way of interrupted suturing (the specific suture tissue level was unknown). The needle breakage occurred during the suturing (the specific length of the broken end of the suture needle was unknown). The broken end of the needle fell into the patient's body. The operator immediately looked for the broken needle and found it. After removal, the integrity of the suture needle was checked. After confirming that there was no residual foreign body, a new suture (the specific product information was unknown) was replaced to continue the suturing. The subsequent surgical operation went smoothly. This event did not cause harm to the patient. The patient has been discharged smoothly currently. No subsequent adverse event report was received. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m